Event description:
Boston scientific crm received information that the right ventricular (rv) lead exhibited elevated threshold measurements around 4 volts and impedance measurements that were greater than 2500 ohms. The rv lead was surgically abandoned, and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned and a new lead was successfully implanted. Therefore, boston scientific cannot confirm the clinical observation. There is no further information available at this time. If additional information should become available to our company, this event would be updated.